Event description:
Pt admitted 12/29/94 with left parasternal chest pain & history of end stage kidney disease. Found to have inferior mi. On 12/30/94 umderwent ptca of the rca-unsuccessful. Pt had r/o peritonitis. Pt developed progressive hypotension, cardiogenic shock. On 1/4/95 went to cath lab for iabp support, placement of temporary pacemaker & repeat attempt at coronary angioplasty (that was without success). Iabp placed in the left femoral. Pt had r/o sepsis. On 1/8/95, iabp alarmed checked cath. Blood was found in tubing. Cath clamped & dr notified. Heparin was stopped. Dr removed iabp. Good blood squirt noted but pulses lost on foot. Dr examines c-clamp removed. No pulses noted from site down. Pt expired 1/11/95.